Manufacturer narrative:
As of today the customer has not returned the subject device despite good faith effort performed by the manufacturer to obtain it; therefore a physical as well as a functional analysis cannot be performed. A review of the device history record (DHR) could not be performed because the lot number was not provided despite due diligence. A ship history review was conducted within the last 3 years from awareness of the reported event. No batches of delivery device were identified in the 3- year period preceding the reported event from bsc aware date of (B)(6) 2020. The patient symptom of pain, necrosis and urinary tract infection are listed as risk associated with vapor water therapy procedure and are noted as such in the instructions for use (IFU). Based on a thorough review of the all the information available, a probable cause of known inherit risk of the device was assigned to this investigation.

Event description:
It was reported that a physician called to share concerns over a patient he treated with the device. This patient continues to suffer severe pain from the prostate area and is on long term hydromorphone now to treat the pain. The physician recalled this patient having a large prostate and an 18fr catheter was left after the procedure for the typical 4 days. The patient underwent an abdominal/pelvic CT., the physician described the scan to reveal what appeared to be necrotic tissue with no blood flow to the tissue. The anterior lobe looked abnormal despite the physician being sure he did not administer any treatments in this area. The posterior wall of the prostate has changed consistent with cystitis. The patient is scheduled to undergo a prostate MRI next.

Event description:
It was reported that a physician called to share concerns over a patient he treated with the device. This patient continues to suffer severe pain from the prostate area and is on long term hydromorphone now to treat the pain. The physician recalled this patient having a large prostate and an 18fr catheter was left after the procedure for the typical 4 days. The patient underwent an abdominal/pelvic CT., the physician described the scan to reveal what appeared to be necrotic tissue with no blood flow to the tissue. The anterior lobe looked abnormal despite the physician being sure he did not administer any treatments in this area. The posterior wall of the prostate has changed consistent with cystitis. The patient is scheduled to undergo a prostate MRI next.